Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 600 mg/dl at the time of the incident. The customer was at 271 mg/dl at the time of the call. The customer was given intravenous fluids and manual injections to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer reported an alarm generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. The customer reported possible pump exposure to a magnetic field. Troubleshooting was not completed as the customer declined. The customer stated a bent cannula caused the high. The pump was able to rewind and passed a displacement test. The insulin pump will not be returned for analysis.